Manufacturer narrative:
A complete lead was returned for analysis in one piece measuring 52.5 cm. Visual examination found a soft stylet inserted that was easily removed. X-ray examination found no anomalies. No conductor fractures or internal shorts were noted. The reported event of high pacing impedance was not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during an implant procedure. Upon review, the right atrial lead exhibited high, out-of-range pacing impedance. The physician exchanged the lead during procedure on (B)(6) 2016 while the chest pocket was open. The physician attributed the issue to patient anatomy but was unsure of the root cause. The patient was in stable condition.